Manufacturer narrative:
It was reported that the robot arm was unable to connect after 2 attempts. It had to be restarted, and then the robot arm connected without a problem. Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation confirmed that this event was due to a design defect. (B)(4).

Event description:
It was reported that during a surgery the field service engineer turned on the device, opened patient folder, and pulled over a new CT from pacs. The surgeon smyth propagated the points through the CT for frame registration. The robot was attached to the patient, and the field service engineer attempted to begin frame registration. However, the robot was unable to connect after 2 attempts. Robot had to be restarted, and then the arm connected without a problem.